Event description:
It was reported that the lead dislodged during the implant procedure, and was successfully repositioned. At the predischarge follow-up, a new dislodgement was found. The lead was replaced.

Manufacturer narrative:
No medwatch form was received.